Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification, moderate tortuosity and 80% stenosis. The balance middleweight (bmw) universal ii guide wire was advanced with resistance noted with the anatomy. The stent balloon applied via the bmw guide wire could not be retrieved. The wire became stuck in the lesion. Deformation and swelling of the polymer was seen on the guide wire. A non-abbott guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.